Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose of 600mg/dl, and found that the customer called the paramedics due to her high blood glucose. Troubleshooting was performed at that time, and appeared that the insulin pump was functioning properly. No further information was provided.